Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that patient experienced chest pain. In (B)(6) 2013, the patient presented with stable angina (ccs classification: 2). Prior to procedure the patient was also found to have abnormal stress test or imaging stress test indicating ischemia and the patient was referred for cardiac catheterization. Target lesion was located in the distal right coronary artery (rca) with 80% stenosis and was 15mm long with a reference vessel diameter of 3.0 mm and was treated with pre-dilatation and placement of 3.00 x 38 mm study stent. Following post-dilatation, residual stenosis was 0%. The next day, patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient had an onset of ¿cardiac chest pain¿ and was hospitalized on the same day. Echocardiogram was performed during hospitalization. The day after, the event was resolved and the patient was discharged on the same day.

Event description:
It was further reported that in (B)(6) 2017, the patient presented to emergency department with the complaints of left sided chest pain. The patient denied any shortness of breath, nausea or diaphoresis but was found to have increased pain with exertion to get up and walk and the patient was diagnosed with non st-segment elevation myocardial infarction. On the same day, the patient's pain was resolved with nitroglycerin and was subsequently admitted to the hospital for further evaluations and treatment. The patient had no signs of syncope, stroke, orthopnea or edema but had some chronic dyspnea. The following day, coronary angiography was performed with results revealing a 50-60% restenosis in the distal segment of right coronary artery and there was what appeared to be chronic, subtotal occlusion of a jailed posterolateral branch. On the same day, chest x-ray was performed with findings revealing new central vascular congestion favored over progression of patient's underlying nonspecific pulmonary fibrosis and calcified pleural plaque along the diaphragm. Whereas, echocardiography results revealed sinus rhythm with sinus arrhythmia, possible anterior infarct and abnormal electrocardiogram. On the same day, the event was considered resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).